Event description:
Additional information was received indicating the patient underwent an invasive procedure. The lead was successfully explanted and replaced. When this device was connected to the new lead, high out of range shock impedance measurements were again observed. This device was also explanted, successfully replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted the device header was loose. X-ray examination was performed. The df- header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.